Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.5 mmol/l at the time of incident and current blood glucose was 15.2 mmol/l. The customer did not want to troubleshooting as they know why blood glucose was high. The customer was treated with insulin pump for high blood glucose level. Customer states when they inserted the sensor it bled. Customer stated that it was bleeding up into the o rings. The device will not be returned for analysis.